Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Additionally, the patient is feeling phrenic nerve stimulation. The patient is dependent on therapy. Technical services recommended for emergent device replacement. Subsequently, this device was explanted and replaced successfully. No additional adverse patient effects were reported.